Manufacturer narrative:
(B)(4). It was reported that during insertion into the patient's jugular, the guide wire kinked was confirmed. One guide wire and (B)(4) lid stock were returned. The guide wire had a severe kink located near the j-tip and numerous other kinks/bends over the length of the body. The guide wire was also unraveled starting 26 cm from the j-tip. Microscopic examination found that the core wire was separated 1.5 cm from the j-tip. Based on the curved appearance on the separated end of the core wire, it appears that the core wire was withdrawn against the needle bevel. Both welds appear full and spherical and remain attached to the coil wire. A manual tug test confirmed that core wire was intact with the proximal weld. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The outside diameter was measured at .815 mm, which met specifications. The longer section of core wire was determined to be approximately 58.5 cm. Added together, the length of the two sections of core wire are consistent with the drawing indicating that no pieces are missing. Other remarks: the instruction booklet provided with the kit, describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions-for-use contains warnings not to apply excessive force in removing the guide wire and not to withdraw the guide wire against the needle bevel. A device history record review was performed and did not reveal any manufacturing related issues. Based on the information provided and the returned sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
This is the second complaint involving this same patient. It was reported that in the ICU, during insertion into the patient's jugular, the dilator frayed and in turn could not be passed. As a result, a third kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.